Event description:
Event description guidant received information that this right ventricular lead was surgically abandoned and replaced, due to high thresholds and impedance measurements. During the procedure, the atrial lead (4470) was inadvertently damaged. This lead was removed and replaced. Explanted device information, 1298 180588 elective replacement, 4471 310815 other, 4470 423041 other, 4471 high threshold, high impedance. No adverse events. New system implanted on right side. 4470 damaged during procedure. Lead 4086 153681 explanted 04/24/2006. Out of service date 05/06/2004. 4456 349333 remains implanted and oos.,